Manufacturer narrative:
The insulin pump was received with constant motor error alarms during rewind due to jammed motor gear box. The motor position encoder error alarm could not be confirmed in the alarm history and the displacement test could not be performed due to motor error alarms. No damage noted on the case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The blood glucose at the time of the incident was 155 mg/dl. The customer stated that the alarm history showed a motor position encoder error alarm. Troubleshooting was performed. The device was returned for analysis.